Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection and swelling in the scrotum at the incision site. It was also mentioned that the infection was treated with antibiotics. The ipp was removed and replaced with a tactra, while the existing reservoir was kept in the patient due to it was stuck in the inguinal ring. There were no additional patient complications.